Manufacturer narrative:
The ge service representative performed an onsite investigation. The power switch was evaluated and replaced. The system was found to be working as intended and returned to service.

Event description:
The customer reported the system intermittently would not boot up. There is no report of death or serious injury associated with the complaint.